Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus wizard is not programmed correctly and that two low reservoir alarms have been received. Customer's blood glucose was 260 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting found that some of the display screens are not responsive and do not display. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.